Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the two reported 1.5mm hex driver tip, locking were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two 1.5mm hex driver tip, locking groove (part number 80-0728, batch numbers 533824 and 607153) were examined visually under magnification. Batch number 533824 driver had a torsional fracture whereas batch number 607153 (driver tip returned) had torsional and oblique fractured patterns were identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, or improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10 investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as the device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 3 of 3). It was reported during surgery the surgeon broke two driver tips while inserting a screw. A purple handle cannulated driver was used to complete the surgery after a 5-7-minute delay. No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00631.